Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered lamp failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the emergency light was out of order on the visera elite xenon light source. Upon inspection and testing of the returned unit, a e207(emergency lamp is blown or failed). There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information and additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to an internal failure of the emergency lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the date the event was observed on was 07-jul-2022 and it occurred during pre-use inspection.